Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a crematory with no cause of death. Information identified in the manufacture¿s database indicated the patient died approximately 7 months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.